Event description:
Event description cpi received this implantable cardioverter defibrillator (ICD) approximately one year after explant. Initial analysis revealed that the ICD did not meet longevity expectations.